Event description:
It was reported that the patient presented for a device replacement and increased thresholds were observed. It was noted that the patient had previously received several inappropriate shocks. The patient had pneumonia and was treated with medication. The lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.